Event description:
It was reported that pt had left hip surgery approximately 4 weeks ago (some time in (B)(6)) and surgeon implanted a stryker tritanium hip. The pt's inner bipolar head disassociated from the liner. Surgeon will probably implant new liner and head.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the MFR. Additional info pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should device or additional info become available, the evaluation summary will be submitted in a supplemental report.